Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
User facility medwatch (mw5146536) received that states that st. Jude medical ipg was received with two leads (unknown lot/manufacturer) still in the two ipg ports. The leads were cut. No information was provided to explain why it was returned to medtronic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unable to obtain complete event, patient and device information due to no contact information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.